Manufacturer narrative:
The pump was received with an intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 323 mg/dl. Customer stated that he has not treated yet and will use a manual injection. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that the pump was briefly exposed to moisture while he was biking. Customer stated there was heavy downpour when he rode his bike home. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.